Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: multiple unexplainable por events were observed in the black box history. The returned battery cap secured to the pump and was used to complete the investigation. The battery compartment was found to be intact; no damage or cracks were observed. There was no evidence of moisture found inside the battery compartment. The pump was exercised for 24 hours with no power interruptions occurring. The ¿no power¿ issue was not duplicated during testing. Unrelated to the complaint, a pump case crack was observed near the upper right corner of the display lens. No moisture was observed behind the display lens. The pump case was removed and moisture corrosion was found throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump was unable to be powered on after the battery was removed. It was noted after a prime and rewind attempt, everything was stuck and then the pump died. There was reportedly no damage or water found inside the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.